Manufacturer narrative:
(B)(4). This complaint refers to product aqualine tubing set that was involved in a leak incident. The actual and a companion sample were received. The companion sample was subjected to the functional testing and showed the usual signs that are normally seen during routine tests for the production batch release. The root cause was not determined. A review of the device history file was performed, and no defects were noted.

Event description:
It was reported that on (B)(6) 2010, an aquaset 12 tubing set, (B)(4) was involved in a leakage incident. At the time of the problem it was reported that when connected and in use with an unidentified patient a split in the aquaset line occurred (5.5cm in blood pump section of line) the patient had to be disconnected and a new line set up. The set had been in use for 44 hours. No patient injury/harm reported. An actual sample has been rinsed and will be made available; it will be decontaminated at (B)(6). A companion sample is also available. Sample sent (B)(4) 2010 - (B)(4).

Manufacturer narrative:
(B)(4). The sample was requested. A follow up report will be submitted when the evaluation results become available.